Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Provider states the original right fork on the chair is bent ot the point where the caster to not move.